Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient became pacemaker dependent, ectopic and asystolic during positioning of the right ventricular (rv) lead. High thresholds and intermittent loss of capture occurred in the first attempted position of the rv lead and the physician repositioned the lead. The rv lead also had unacceptable thresholds in the new position and intermittent loss of capture. It was then decided to increase outputs on the attempted lead while inserting a new lead. The first lead again exhibited intermittent loss of capture and then stopped functioning altogether as the second lead was screwed into place. As the first lead was being removed, the patient became hypotensive, unresponsive and lost significant amounts of blood at the site of lead access. An echocardiogram revealed the patient had a pericardial effusion and that the replacement lead was positioned appropriately in the right ventricle. The patient was sent to a cardiac operating room at a nearby hospital. The patient had the fluid from the effusion removed and survived the surgery. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.